Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smartassist system: section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that impella rp flex was placed to support a 58-year-old female patient with multiple cardiac and systemic comorbidities. The patient became bradycardic and proceeded to pulseless electrical activity (pea) arrest, prior to the placement of the rp. The pump was placed but had low flows and high purge pressure/purge blocked. The family made choice to withdraw care and patient expired.

Manufacturer narrative:
The investigation into low pump flow and high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow and high purge pressure is most likely due to biomaterial g1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23255.